Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient has 4 peripheral (off-label) model 3169 leads from the same lot. It was reported the patient did not receive effective stimulation following implantation due to the leads being placed too high above the target area (x-rays confirmed). As a result, surgical intervention will be taken at a later date to address the issue.